Manufacturer narrative:
Date sent to the FDA: 3/25/2021.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery, small bowel resection, lysis of adhesions, takedown of enterocutaneous fistula on (B)(6) 2018 during which the surgeon noted the old mesh was encountered and removed. Lysis of adhesions was performed. It was reported that the patient experienced severe pain fistula, mesh infection, nausea, chills, inflammation, loss of appetite, stress and anxiety. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 12/13/2021.